Event description:
It was reported that the sherlock is going haywire, intermittently. We have removed all phones, badges, side rails and it is still having trouble picking up the signal. We have tried with the machine plugged in and unplugged which made no difference. We have had a couple times where we got an x-ray and find out what happened and it is literally caj. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ECG readings was unconfirmed. The sherlock was connected to a test sr8 unit and operated as expected. The reported issue could not be confirmed therefore there is no root cause.